Event description:
Upon receipt of the device, the user reported that the end of the cannula has been crushed and is partially closed off. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The suspect cause was that too many parts were packed into one box. In this case twenty parts packed into the box was too many and the tubing of the parts kinked. Corrective action has been initiated to correct this issue. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.